Manufacturer narrative:
(B)(6). The device was not returned for evaluation, however, a photograph was presented. Visual inspection of the provided photo showed a drop of water in the lower head area. Due to the nature of the returned sample, no additional testing could be performed. Therefore, the reported condition could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 14l dialyzer, an external fluid leakage at the cap was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.